Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead became dislodged. This shocking portion of this lead is only being used, as the patient has a chronic rv lead that is used for pacing and sensing. During the lead revision procedure the lead was successfully repositioned. The physician thought the dislodgment was due to patient activity. No additional adverse patient effects reported.